Manufacturer narrative:
Device evaluation: failure analysis: received vela front panel assembly. Noticed slight fluid ingress spots. Installed in a known good unit. Touch screen was completely responsive, but intermittently failed calibration. Findings/root-cause: fluid ingress can cause intermittent touch screen failure. Front panel fluid ingress is a known issue that has been corrected by an internal investigation.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, the device has a non-responsive touch screen. Carefusion (cfn) global care support reported, in correspondence with the customer, that the suspect device shows no signs of delamination and the touchscreen is not locked. The customer reported verified correct cable connections to ensure the front panel (non-responsive touchscreen) is indeed the defect. The customer reported no patient involvement or allegation of patient harm.